Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported that while the biomed technician was in the hospital for a revision of another pump, he was told about this pump. The unit "failed once, it was pumping and was suddenly blocked with alarms and black/ frozen display during iabp therapy. The staff switched the pump on and off again, and restarted the pump without more incident." The pump was on a patient. There was not an adverse affect to patient and there is no information about this patient. The biomed technician revised the unit and replaced the display cables."the pump was checked later on without any problem or malfunction."